Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a piece from the left blade broke off and is missing from the instrument. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of blade is nearly straight. No other damage found.

Event description:
It was reported that during a da vinci s hysterectomy procedure the monopolar curved scissors instrument broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.